Event description:
It was reported that, "trouble walking she has to use a cane or walker. At night the pain wakes her up. If she takes medication for the pain and tries to relax her leg she feels sharp pain. She massages her knee to alleviate the pain. The inside of the knee is always swollen and sore right below the knee. Sometimes she might turn or when sitting down on a recliner if she lets go of her knee it locks into a certain position."

Manufacturer narrative:
An eval of the device cannot be performed as the device remains implanted in the pt and was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.